Event description:
The initial reporter received a questionable glucose result for 1 patient sample tested on the cobas integra 400 plus. The initial result was not reported outside of the laboratory. The initial result was 7.2 mg/dl. The repeat result was 126.6 mg/dl. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer cleaned the probe and splash guard. The customer deproteinized the probe and primed the fluids. The customer performed a precision check with acceptable results. The field service engineer (fse) found that the probe was not inserted properly. He then changed the probe. He performed another precision test with acceptable results. The alarm trace revealed that "filling volume/no fluid/not enough" alarms occurred very frequently. The sodium fluoride (naf) plasma sample seemed to be hemolytic with a hemolysis result of 3+. The sample was only centrifuged for 5 minutes and this centrifugation time seemed to be low. The investigation determined that the issue was caused by the probe which was not working properly. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The reagent met product specifications.